Event description:
Per the surgeon, the patient developed an infection at the implant site (specific date not reported) and subsequently was treated with IV antibiotics (specific date and duration not reported) however, the issue did not resolve, resulting in an extrusion of the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with another cochlear device as of the date of this report.